Event description:
It was reported, the pt had been experiencing feeling a heating sensation at the ipg pocket site while attempting to recharge. The pt also indicated the ipg feels to be shallow. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
This ipg serial number is included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.